Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, the cause was the customer overestimated how much insulin they needed. Bg was addressed with food. The customer was instructed to consult with the healthcare provider regarding bg level.